Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back stating they got the equipment on saturday but could not make it work. They followed all the instructions and got to the connect screen and they could never get past the connect screen. The controller turned on when plugged into the ac power supply but when they unplugged the ac power supply cord then the controller would turn off. During call pt verified no damage to the controller battery or to the controller battery compartment. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was not recharging. Pt grabbed their old controller battery pack and inserted it into their new controller and the controller battery was recharging. When pt unplugged ac power supply from new controller with old controller battery inserted, they got the message battery empty cannot continue recharge the controller. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were charging implantable neurostimulator (ins) the night before last night and then the screen went blank and wont come back on. During the call patient(pt) took battery pack(bp) out and plugged in ac power cord and screen came back on. Patient will charge controller up and will then charge implant. They mentioned their implant runs down quicker than it used to. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned they are having to charge more frequently and was having trouble connecting to implant to charge. Pt mentioned therapy concerns including their revision, and all of this has already been documented in (B)(6), and (B)(6). Pt stated that they have to take 2 tylenol and 2 ibuprofen because it gives you a synergistic type that works on 2 different places in your brain so it helps with pain more and they use lidocaine patches if they need to rest. Pt said they know that the therapy wont help with all the pain completely, but says "I know its working because if the battery runs out then I will be in pain". Pt mentioned they have had tias. The reason pt brought this up is because they are using the controller they got in 2021, and wanted to know if the bp in it would last the whole 9 years for the implant from the revision in 2022. Reviewed the bp should last, but to call pats if there is any battery pack issue. Pt understood. Pt called back stating the controller was charging and when they unplugged it from the ac power cord the handset would not respond. Agent had pt check the bp connector pins and the bp pins do not look uniform. Pt states the connector inside the battery compartment of the controller do not look uniform; once pt was able to get the controller to show charging the ins the screen would go blank and non responsive and pt states it takes a long time to charge the ins. Agent sent request to replace the controller, the bp and the recharger(rtm). Pt will call back if they need further assistance.